Event description:
Pt's face burned/scarred from curing light. Per pt, dr claims malfunction of equipment and referred to c/w as MFR; pt intends to file claim/pursue action and is going thru proper channels although she suspects misuse by the assistant per telecon w/pt. 5 fillings being done in one day; was numb top to bottom. Dr and assistant on each side of chair; while working on upper left molar, assistant rested gun on pt's face while reaching/working across; burned left corner of mouth/face. Pt returned to office same day to show blistering; dr's office/assistant was very apologetic using phrases such as: "never happened before", "is no much more careful" when curing/working with lite: "now puts fingers between gun and pt's mouth/face." Claims assistant was aware of and felt heat of gun (assume lite guide) after the procedure. Dr's office provided letter with model/serial number and suggesting equipment defect; indicating c/w. Dr's office has been called on 9/16, and word has been left. Word has been left on pt's voice mail on 9/16.